Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a spiral fracture of the right leg. On (B)(6) 2013, the patient had a procedure with a crutch and locked tibial nail. The evolution was satisfactory, so around five months later on (B)(6) 2013 the patient went in to remove the distal and proximal locking screws; the nail remained implanted. The patient felt discomfort from the nail when riding, so it was decided to remove the nail. The nail was attempted to be removed on (B)(6) 2015; however, despite trying for more than a half an hour, using a hammer and other equipment, the surgeon was unable to remove the nail and it remains implanted in the bone. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) 2015 update: a review of the x-ray images taken on (B)(6) 2013 show where the nail-crutch are in place and visible. This post-operative x-ray confirm that the fracture is being consolidated. The upper part of the nail had been closed, as recommended, by the cap. During the revision procedure in april 2015, the cap was removed in an attempt to remove the nail. At this time, there were also traces, on both sides, of wide and upper parts of the nail in the bone. The procedure was unsuccessful and the nail remains stuck in the tibia.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Unknown for discomfort; april 29, 2015 for inability to remove nail. Device has not been explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part were reviewed with the following result: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.